Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image is unclear during service / maintenance involving an olympus rigid video telescope. There was no patient involvement reported.